Event description:
As reported, the balloons of two 6/7f mynx control vascular closure device (vcd) leaked while prepping. Another mynx control device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and stored according to the instructions for use (IFU). Other procedural details were requested but were not provided. Only 1 of 2 devices will be returned as the other device was inadvertently thrown away.

Manufacturer narrative:
Due to system limitations, section h6: required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloons of two 6/7f mynx control vascular closure device (vcd) leaked while prepping. Another mynx control device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and stored according to the instructions for use (IFU). The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2504103 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon balloon loss of pressure¿ could not be evaluated because the device was not returned. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. However, as this issue was found during preparation of the device, handling factors during prep are likely to have caused the reported difficulties in inflating the balloon. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.